Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. No unexpected pump error alarms noted during the testing. However, pump error and pump error alarm was found in the formatted history file due to arm watchdog failure. Problem isolated to the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that they performed self-test and it passed, fill cannula was re corded in the daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.